Event description:
The patient was implanted with a siltex becker 50 expander/mammary prosthesis on 3/30/92. Subsequently, the pt experienced a rupture of the device, pain and inflammation. The device was removed on 11/27/97.